Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure to repair an incisional hernia in 2003 with a mesh. It was reported that the patient experienced infection, cramping and nausea. On (B)(6) 2004 the patient was diagnosed with a small bowel obstruction, and had the mesh reapproximated. On (B)(6) 2014 the patient was diagnosed with a second small bowel obstruction, requiring additional repair. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/1/2016.it was reported that on (B)(6) 2014 the patient had laparoscopic-assisted lysis of adhesions was converted to open lysis of adhesions and small bowel resection and mesh was excised at this time. (B)(4).